Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heater wire came off even though it had not been used for a long time. The procedure was completed with a new device. There were no major delays. There was no effect.

Manufacturer narrative:
Tw ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000404025 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.